Manufacturer narrative:
Device evaluated by MFR.: a promus element,mr,ous 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to central and proximal stent struts, the proximal end of the stent had been bunched in a distal direction exposing balloon wall. The undamaged distal portion of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cone wings were folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of stent prior to the complaint incident. A visual and tactile examination of the hypotube profile identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found mid-shaft kink 1.5 mm proximal to port exchange site. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was no damage to the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20 mm in length, concentric, de novo target lesion was located in the non-tortuous, moderately calcified and 2.25 mm in diameter left circumflex (lcx) artery. After pre dilatation was performed with a 2 mm x 12 mm maverick¿ balloon catheter, a 2.25 x 20 mm promus element ¿ stent was advanced but failed to cross the lesion even after multiple dilatations. The device was removed and another 2.25 x 24 mm promus element ¿ stent was advanced but also failed to cross the lesion. The stents of both devices were crimpled on the balloon after it hit a focal calcium. The physician the decided to complete the procedure using rotablation and a 2.25 x 32 mm promus element¿ stent was deployed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01018. It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the non-tortuous, moderately calcified and 2.25mm in diameter left circumflex (lcx) artery. After pre dilatation was performed with a 2mm x12mm maverick¿ balloon catheter, a 2.25x20mm promus element ¿ stent was advanced but failed to cross the lesion even after multiple dilatations. The device was removed and another 2.25x24mm promus element ¿ stent was advanced but also failed to cross the lesion. The stents of both devices were crimpled on the balloon after it hit a focal calcium. The physician the decided to complete the procedure using rotablation and a 2.25x32mm promus element¿ stent was deployed. No patient complications were reported.